Manufacturer narrative:
Investigation: evaluation: it was reported that an arndt endobronchial blocker set (c-aebs-9.0-78-sph-as) from lot 13077147 leaked during thoracic surgery. A replacement device was used to complete the procedure. Cook became aware of this event on 11mar2021 upon being notified by c.h.g. De dijon. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test of the returned device, was conducted during the investigation. One used device was returned to cook for evaluation. The balloon was inflated with 5cc of air and placed under water. Bubbles formed around apparent pin holes in the diameter. Appropriate dimensional verification could not be performed due to the presence of the pin holes. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13077147) revealed one recorded nonconformance relevant to the failure mode for "leakage" in which two devices were scrapped. A database search did not identify any other events associated with the reported device lot. Given the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_aebs_rev6 [arndt endobronchial blocker set] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿warnings: if any resistance is encountered in removing the blocker, the blocker tip should be inspected bronchoscopically to ensure integrity. The enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation. Instructions for use: generously lubricate the bronchoscope, endobronchial blocker and inside of the endotracheal tube. To prevent airway damage, the balloon should never be overinflated. Upon completion of one-lung ventilation, deflate balloon and remove the catheter from bronchus. Note: assure complete deflation of the balloon before attempted removal of the endobronchial blocker. Precautions: this product is intended for use by clinicians trained and experienced in the use of bronchoscopes and airway anatomy. Standard techniques for use of bronchoscopes and endobronchial blockers should be employed. Inflate balloon initially under direct vision to ensure correct position and placement. Note: placement in the right mainstem bronchus may result in herniation of the balloon into the right upper lobe bronchus and thereby occlude it. Average inflation volumes: french size: 9.0; balloon: adult spherical; inflation volume: 4.0 cc ¿ 8.0 cc. How supplied: store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event has been traced to component failure unrelated to a deficiency in manufacturing/device design. It is possible that tortuous patient anatomy contributed to the failure mode, though this cannot be confirmed without additional information. Use error in relation to inflation volume is not suspected. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
In additional information received on 22mar2021, it was reported that a new similar device was opened and used to complete the procedure. Air was used to inflate the balloon according to the IFU, between 4.0 and 8.0ml. It was confirmed that the patient did not experience adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: pharmacist. G4 - PMA/510(k) #: k160542. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that significant leak occurred on the balloon of the arndt endobronchial blocker set during thoracic surgery. A "hernia" was noted at the level of the balloon. The device was removed and replaced immediately. Additional information regarding event and device details has been requested, but is currently unavailable.